Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual testing was performed. It was confirmed that the snap button of the mask was broken. The reported issue was confirmed. There is no association with a pattern or trend. This product is a suppler product. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the pre-use check, the customer noticed a snap button was not attached to the mask. No patient injury was reported.